Manufacturer narrative:
Date of event: best estimate of date of event is between (B)(6) 2022 and (B)(6) 2022. Asku. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted..

Event description:
It was reported that an explant of an intraocular lens (iol) due to patient's refraction post op still needed improvement and was not satisfied with the lens. The explanted iol was replaced with a diu225 model lens. The patient outcome was not provided. No other information was provided.